Event description:
It was reported to philips that the system was slow and crashing, which can impact booting. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use when the issue was identified a philips remote service engineer (rse) received a complaint indicating that the system crashed. The quotation was not accepted by customer. No service has been performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected,